Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop condition. The cse inspected the device and replaced the psol. The unit passed extended self testing.